Manufacturer narrative:
A ge rep evaluated the system and flashed the memory nodes, replaced the gpos single board computer and the hard drive, and reloaded software and calibration files. The system operates as intended.

Event description:
The field engineer reported that the system locked-up during a case. There is no report of pt injury or death.